Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon couldn't be deflated. A procedure was being performed with a 8.0mm x 40mm x 135cm ranger drug-coated balloon. After the balloon was inflated to 12 atmospheres in the left femoral artery by anterograde access, the balloon would not deflate. The balloon was attempted to be deflated for approximately two and a half minutes. Eventually, a snare kit was used with a contralateral approach in the other leg of the patient. The ranger was able to be withdrawn from the patient using a lasso technique and there was no harm to the patient.